Event description:
It was reported that a mesh hook-and-loop prosthesis was implanted during an exploratory laparoscopy to treat right inguinal pain with strong suspicion of inguinal hernia. The procedure involved confirmation of a right external oblique inguinal hernia, preperitoneal dissection, release of the hernia sac, and placement of the prosthesis in the dissection space from the pubic symphysis to the iliac crest. Postoperatively, the patient experienced constant pain described as electric shocks. Magnetic resonance imaging and a robotic assisted surgery echocardiogram were conducted. The patient is currently receiving treatment for neuropathic pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.